Manufacturer narrative:
Device evaluation of battery sn (B)(4) been completed. The reported problem (battery wont hold charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were potentially contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged battery. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery. Device evaluation of monitor has been completed. The reported problem (residue) has been confirmed. Upon investigation, the monitor would not power up. The failure was isolated to contamination of the monitor. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a battery would not power on a monitor. A us distributor reported that a monitor was contaminated.